Event description:
(As was reported to co's sales rep by the user facility). The tear drop valve remained in the open position following a suction manuever. The catheter was completely out of the valve and in the isolation chamber. The valve was stuck in the open position. The therapist noticed the alarm on the vent following the suctioning, then discovered the open valve. The catheter was immediately changed and the defective catheter was disposed.